Event description:
Olympus was reported that the subject device was activated output 3 times with tissue in the jaws, and not for a long period of time. The physician commented that the vessels were not being sealed and the device was removed. It was noted that the ptfe pad had become detached. The device was replaced with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for eval. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section.